Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the 355sd blade shield arming button would not engage. The surgeon used another obturator. There was no consequence to the pt.